Event description:
The facility representative reported that the flo-gard infusion pump infused more that what was programmed even though the information indicating on the pump was correct. The customer did not report when the problem was noted and if there was a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device has not yet been received for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Complaint no.